Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic sensor failed to work and would not monitor the baseline pressure. The problem continued to persist after the intra-aortic balloon pump (iabp) was replaced. The team then attempted to obtain a reading from the central lumen, however, it was blocked. They then were able to secure the arterial line from the radius. There was no reported injury to the patient.